Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the device was returned to a philips investigation laboratory. The device has been visually inspected by the manufacturer. The evaluation result confirms evidence of foam degradation in the device.

Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally during that product investigation laboratory confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure. The issue of degraded sound abatement foam is addressed. Product investigation laboratory is unable to directly address the symptoms. Using a known good power supply and power cord, product investigation laboratory powered on the device and initiated therapy verified airflow. When powered on the ui screen displayed a service required message 120518-11031 during review of the error logs, product investigation laboratory determined the device was likely reset prior to product investigation laboratory receipt due to having 11031. There was 1 error logged. These errors were not reproduced with continued usage and do not impact this investigation. Care orchestrator data was not available for download. During the investigation, product investigation laboratory observed an unknown dust contamination on the front panel, blower box, inlet of the blower box, bottom enclosure. The blower box and blower were both observed to have a contaminant consistent with foam degradation. Evidence of liquid ingress was observed on the blower. Evidence of sound abatement foam degradation/breakdown observed. In box g: date received by mfg (rfb) has been updated. In box h: (device) problem code grid, evaluation results code grid, conclusion code grid has been updated.